Event description:
A pt reported experiencing inaccurate low results with a surestep meter. The pt's blood glucose results were 117mg/dl, (meter), 157mg/dl (lab). Tests were done <10 mins apart with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.